Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the right ventricular lead exhibited high impedance. No intervention has been performed and the patient was stable throughout.